Manufacturer narrative:
No button error alarm during testing. However unit had intermittent up and down buttons response due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. Unit had cracked lcd window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.